Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR 2518422-2022-42973. This report was submitted as a duplicate report of the previously submitted report.¿

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of nose irritation, dizziness and/or headache, asthma (new or worsening).no additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Correction to the following fields: adverse event or product problem adverse event/product problem: both. Suspect medical device remove information in catalog item identifier.